Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net. The transmission showed the implantable cardioverter defibrillator had exhibited post paced t-wave oversensing on the ventricular channel. Programming changes were recommended. No patient symptoms were reported.